Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving an unspecified high scan on the adc device compared to unspecified readings obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "feeling ill almost passed out", sweating, shaking. There was no reported the customer losing consciousness. The customer was capable of self-treating with orange juice and there was no report of third-party treatment provided for the reported issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly) and poor solder on battery was observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage testing was within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. The poor battery solder did not affect the sensors' ability to pass the functionality test; therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving an unspecified high scan on the adc device compared to unspecified readings obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "feeling ill almost passed out", sweating, shaking. There was no reported the customer losing consciousness. The customer was capable of self-treating with orange juice and there was no report of third-party treatment provided for the reported issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.